Event description:
It was reported that about a month post implant the patient experienced diaphragmatic stimulation. A chest x-ray was performed and showed that the right ventricular (rv) lead had dislodged. The rv lead was programmed off and ventricular pacing was left to lv (left ventricular) lead only. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).